Manufacturer narrative:
A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The reported defective device has been returned to the MFR and an investigation into the root cause for event is currently in progress. The results of the device eval will be sent via a follow up medwatch. (B)(4).

Event description:
As reported, (B)(6) 2012, a patient of unk age and gender presented for a pcnu check/change procedure. During the procedure, the attending physician noticed part of the angiographic catheter had broken off at the soft tip inside the patient. The physician was successfully able to retrieve the broken piece via a snare from inside the patient. There is no report of permanent harm or injury to the pt. The device has been returned to the MFR for the eval.